Event description:
It was reported that 3 pillar palatal implants were implanted (B)(6) 2013. After the patient left the facility, one implant partially extruded. The partially extruded implant was explanted that same day on (B)(6) 2013. The patient is good, everything is ok.

Manufacturer narrative:
Updated the following fields with additional information received on (B)(6) 2013: it was reported that 3 pillar palatal implants were implanted (B)(6) 2013. After the patient left the facility, one implant partially extruded. The partially extruded implant was explanted that same day on (B)(6), 2013. The patient is good, everything is ok. Explant date was (B)(6) 2013 as previously reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). In response to medtronic's request for device return, no devices were received for evaluation. The device was not returned and therefore, no evaluation could be performed. The following were not available in medtronic's gch system: method: actual device not evaluated (B)(4).

Event description:
It was reported that a pillar palatal implant partially extruded postoperatively on (B)(6) 2013, which is also the same date of implantation. The partially extruded implant was explanted on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.